Event description:
It was reported "when the customer attempted to prime the line they noticed a leak near the hub of the catheter." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs4445 showed no other similar product complaint(s) from this lot number.